Event description:
The field engineer reported that the system would not fire and went into overload fault at all levels. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage tank was diagnosed as being faulty. No conclusion can be drawn as further repair information is unavailable at this time.